Event description:
Started on (B)(6) 2019, several azithromycin vials attached to regular baxter normal saline bags via vial-mate adaptors leaked. The bags with the attached vials randomly leaked once activated. The leakage dripped from inside the adaptor out. It continued to happen on multiple occasions from (B)(6) 2019 to (B)(6) 2019. FDA safety report ID : (B)(4).